Manufacturer narrative:
(B)(4). Date sent: 5-14-2012. Information not available, device not returned for analysis after several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Added additional information: the device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured and partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60.

Event description:
It was reported that during a lap assisted vaginal hysterectomy, it was found that the electrode came off after resection of the uterine ligament. The x-ray showed 4 zirconia fragments fell into the patient. All of them were removed without converting. Another device was used to complete the case. There were no adverse consequences to the patient. What tissue was the device used on when the issue occurred? Uterine ligament. If the procedure was a hysterectomy, what side of the uterus were they on when the issue occurred? No information. Was the tissue thick? Although the sale rep was not sure, there was a possibility that the target tissue was thick and stiff. How many cuts did the device make before the failure occurred? No information. Was there much bleeding from the tissue? No. How often was the device cleaned? No information. What was used to clean the device? Wet gauze. Which type of disposable was being used? Monopolar and sonosurg.